Event description:
The patient with multiple electrical faults which were confirmed with log file analysis and reproducible by movement of the patient bag. Inspection of the driveline connector showed visible contamination. A white/greenish greasy substance was within the driveline connector as well as the controller connector. Driveline cleaning was performed per procedure to remove the contamination. The patient was a bit nervous before procedure was started. Two cycles were necessary with a pump off time of 60sec. Each. The patient tolerated the cleaning well in the beginning; however, towards the end he felt a bit dizzy and in the last 5 seconds of the 60 seconds pump off time he passed out. Immediately after reconnecting the pump the patient became conscious again and felt sick. It took some minutes for him to feel better. The second cycle was necessary to complete the cleaning. The patient's response was exactly the same. The cleaning was completed satisfactorily and the patient "felt fine" after the cleaning as well as later that evening. Due to contamination within the controller connector, the controller was exchanged.

Manufacturer narrative:
The controller ((B)(4)) was received by the heartware on (B)(4) 2014. A review of the controller's incoming inspection records indicated ncpa-13215 was initiated during manufacturing; the non-conformance report was reviewed and the non-conformance did not contribute to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of the pump's manufacturing records indicated there were no ncmrs generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of the complaint data was completed for this patient ((B)(6)). There are no previous complaints for this patient. There is no record of previous servicing for this patient. Testing results for the controller ((B)(4)) are as follows: (B)(4): manufacturing date: 2014-04 the controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files revealed a series of electrical fault alarms. This failure is most likely due to an open connection on the front phase b or phase c wire that goes from the controller to the pump via the driveline connector as seen the alarm logs and or a contamination of the driveline connector by the white/ greenish greasy substance as described in the event details. The controller worked as expected.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. However, pictures sent by the field service engineer confirm the presence of a foreign material in the driveline connector port of the controller. The reported electrical faults were confirmed via review of the controller log files, which revealed multiple electrical fault alarms on the date of the reported event. Functional testing of the controller revealed that the device performed per specifications. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector and results in partial loss of electrical continuity. This failure is most likely due to an open connection on one of the wires that goes from the controller to the pump via the driveline connector and/or a contamination of the driveline connector by the white, greenish greasy substance. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The device was used for treatment. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for analysis.